Event description:
The pt was awake and was asked to move towards the head end of the table. As she moved forward the back section broke at the hinge and she fell to the floor, hitting her head and shoulder. The pt complained of head, neck, and upper & lower back pain. The pt was transferred to another table and the procedure was completed. The pt was released after the procedure.